Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing. A 100ml cassette came back with 16ml left in it. The patient was not affected.